Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The returned computer booted normally to application screen. Computer passed all testings. The first boot device had been disabled in the cmos settings. No fault found.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), while navigating the software of the navigation system became unresponsive. Site rebooted the system and entered the ent software however the software became unresponsive again. Rebooting the system second time resolved the issue and the surgeon proceeded with the case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.